Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) and the patient is experiencing shortness of breath with the vvi65 pacing mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).